Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient went to the emergency department (ed) because they felt ill, in pain, and nauseated. The patient¿s cgm was low and the bg in the ed was 375 mg/dl. At some point, the patient took insulin from the pump. At the time of the report the patient was calling from the ed, and the patient was not well. There was no other information about treatment and management of symptomatic hyperglycemia. Dexcom technical support attempted to call back the patient and the call was disconnected. A follow-up attempt had been made on 05/12/2025 and was also unsuccessful. The outcome of the event was unknown as of 05/12/2025. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.